Event description:
It was reported via abiomed's long-term outcome and quality indicator (loqi) impella registry, that a patient suffered from acute limb ischemia during impella cp support. The patient developed evidence of arterial occlusion (cool extremity with decreased pulse). An arterial duplex confirmed right lower extremity ischemia due to an occluded right common femoral artery from the impella cp sheath and arterial plaque. The pump was subsequently removed and the patient was escalated to impella 5.5 support. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.